Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to the as reported "hydrophilic coating peeling".

Event description:
It was reported that after successful completion of the procedure when the subject catheter was stored in a tray , something like coating substance was found floating in the saline solution in the tray. It is unclear at what point in time this occurred. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that after successful completion of the procedure when the subject catheter was stored in a tray, something like coating substance was found floating in the saline solution in the tray. It is unclear at what point in time this occurred. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
3 of 4 reports. The device is not available to the manufacturer.